Event description:
During an unknown procedure, the microsphere xl platinum microcoil 4mm x 10cm (B)(4) didn¿t detach. No additional details are available at the moment. No patient adverse consequences reported. No patient or vessel code information provided.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an unknown embolization procedure, a micrusphere xl platinum microcoil 4mm x 10cm (ssr10041020/c13812) failed to detach. No patient or target vessel information was provided. There were no patient adverse consequences reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It was initially indicated that the device would be returned for analysis; however, repeated attempts to obtain the device have not been successful. The file will be reopened if additional information or the complaint device becomes available. Without the return of the device, the complaint cannot be confirmed and a root cause cannot be established. Therefore, no corrective action is warranted at this time.

Manufacturer narrative:
Complaint conclusion revised to include information from failure analysis. During an unknown embolization procedure, a micrusphere xl platinum microcoil 4mm x 10cm (ssr10041020/c13812) failed to detach. No patient or target vessel information was provided. There were no patient adverse consequences reported. The device was returned for analysis after the complaint file was closed. The file was then reopened to include the additional information from the laboratory investigation. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower system¿s ¿go¿ green light failed to illuminate. The detachment fiber did not receive heat and melt. No external wiring damage was found from the microscopic exam. The most likely contributing factor to the coil¿s non-detachment was due to wiring damage. The circumstances of how and where this damage occurred cannot be determined, as all microcoil systems are electrically inspected prior to final packaging. It was not stated in the event description that a pre-deployment electrical check was performed prior to use, it this did not occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper [detachment control box (dcb)] and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding...¿ in addition, without the identification or the return of both the unknown detachment control box (dcb), the connecting cable, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Laboratory analysis also found that the condition of the returned system was nearly pristine, which suggests that either the device was not used or was cleaned/rinsed before being returned, which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence related to the complaint may have been altered or removed prior to being returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint is confirmed and the most likely root cause is wiring damage. However, no conclusion can be definitively drawn with regard to whether one or more of the possible contributing factors identified in the analysis also contributed to the complaint event, and the labeling appears to adequately address these factors. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.